Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that there was progressive sac enlargement which was thought to be due to a type ii endoleak. The decision was made to explant the stent grafts. During the explant procedure, intra operatively there was a type iii endoleak observed with two tears in the fabric of the main body. The tears were described as two transverse tears in the main body (aui) just distal to 3rd covered stent, just as graft begins to taper. The physician stated the cause of the event cannot be determined. The patient was reportedly alive with impaired renal function. At the time of the report the patient was recovering and expected to be discharged. No additional clinical sequelae were reported.